Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 7/14/2020; d4: batch # t5dt2f. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event could not be confirmed as the device opened and closed without any difficulties noted and not cartridge was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Not locked on tissue if yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Just tried to open the device by depressing the release button. Did the jaws eventually open? Jaws remained closed.

Event description:
It was reported that during an appendectomy, the stapler was blocked. Tried to change the reload but even that didn't work, and the stapler was still blocked. Another stapler was used to complete the case. There were no patient consequences.